Event description:
It was reported that a user experienced recurrent overnight hypoglycemia while using the ilet bionic pancreas, with glucose trending down after midnight, a rapid drop from 113 to 82 within 30 minutes, a brief rise to 123, then a further rapid decline to 39 within 15 minutes, during which the pump displayed a low notification and the user felt near syncope and muscle weakness; the user self-treated with cookies and a small amount of sports drink and received education on stepwise treatment with fast-acting carbohydrates. Symptoms included urgent low glucose and low glucose with presyncope and muscle weakness. Outcomes included recovery of glucose after oral carbohydrate without medical intervention, hospitalization, or emergency care. Investigation included review of glucose trends and user report, reinforcement of hypoglycemia treatment education, and assignment for additional training with a clinical support line. Investigation of this case revealed a pattern of similar nocturnal dips over multiple days suggesting a cause not clearly attributable to device malfunction, with no specific device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.